Event description:
Following a resection of a submucosal fibroid, the physician reported "part of the fibroid was left behind for the ns (novasure) to ablate and remove". The novasure endometrial ablation was begun but abandoned following several cavity integrity assessment (cia) tests with 2 disposable devices. A perforation was then confirmed on laparoscopy. The perforation was cauterized and a "urological catheter with a 30cc balloon was placed in the uterus and filled with saline. This was left in place to apply pressure from the inside." The pt was hospitalized for observation for 23 hours and discharged home. On (B)(6) 2011, it was reported, the pt is doing fine. A fibroid resection, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Additional lot #: 11c07rc; expiration date: 04/07/2012; device manufacture date: 03/07/2011. Serial numbers of the two disposable devices not provided by the complainant. The devices are not being returned, therefore, failure analysis of the complaint devices cannot be completed. Device history record (DHR) review was conducted for the reported lot numbers of the two disposable devices. The lots was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).